Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that there was a wire/needle/cannula damaged or missing was reported. Product was provided for investigation. The allegation was not confirmed via product. However, it was found that an applicator deployment issue occurred. Customer complaint is not confirmed, however, it was found that an applicator deployment issue occurred. Probable cause could not be determined.

Manufacturer narrative:
(B)(4).